Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and lead system were exhibiting changes in pacing lead impedance measurements. At implant, the pacing impedance was 900 ohms. Subsequently the daily measurements have steadily increased to 1880 ohms. Concurrently, the pacing thresholds have steadily increased from 0.6 volts to 1.2 volts. R-wave sensing has not changed. Technical services discussed obtaining a chest xray. Additional information was received, that the pacing impedance was 2880 ohms, pacing thresholds were 1.4 volts and r-waves were 6.5 mv. However, the system was able to pace and sense properly. Additional information was received that the lead was capped and replaced. A chest x-ray was obtained. There was no change in the lead's position. Isometrics and other exercises did not generated noise on the rate/sense electrogram. Additional information was received that the patient was seen one month later by the physician. There was nothing abnormal in stored electrograms (egms); no noise or inappropriate therapy. The physician had elected to follow the patient for now since pacing and sensing are normal. Approximately six years later, the device was explanted for an unspecified reason and was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and lead system were exhibiting changes in pacing lead impedance measurements. At implant, the pacing impedance was 900 ohms. Subsequently the daily measurements have steadily increased to 1880 ohms. Concurently, the pacing thresholds have steadily increased from 0.6 volts to 1.2 volts. R-wave sensing has not changed. Guidant's technical services discussed obtaining a chest xray.